Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a loss of therapy. The rep stated that the patient's therapy turned off in the night and stated that this is the second time in two weeks/ the patient programmer shows that the device is off. The patient turned stimulation on and it resolved the issue. The patient was in pain when the device was off. The patient was to follow-up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.